Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07267 and 1627487-2015-07268. On (B)(6) 2015, the patient went into surgery. Intra-op, effective therapy could not be established with the existing lead. The doctor then tried another two leads which could not provide effective stimulation either. As a result, the doctor decided to abandon the procedure. All leads were explanted.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07267 and 1627487-2015-07268.

Manufacturer narrative:
Results: the complaint was confirmed for ineffective stimulation. As received the octrode lead was complete with reddish discoloration all along the lead body. Microscopic inspection of the lead revealed a kink with all wires broken. The lead breakage more likely occurred while in patient body. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.